Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 223 mg/dl. He treated with the device. He said he filled up his insulin pump this morning and every button he presses causes the device to rewind. The act button is unresponsive. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switch. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.